Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a thoracic aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system and a non-gore stent graft. A 24fr gore® dryseal flex introducer sheath was inserted from the right side, and the devices were implanted. Angiography performed at the access site revealed a rupture in the right external iliac artery, accompanied by a decrease in blood pressure. To cover the ruptured site, a gore excluder aaa endoprosthesis was implanted. Subsequent angiography confirmed that there was no bleeding from the ruptured site in the right external iliac artery; however, another bleeding was observed at the sheath insertion site. This other ruptured site was treated surgically. A final angiography confirmed the absence of bleeding, and the procedure was concluded. It was reported that the diameter of the right external iliac artery was approximately 6.6 to 8.8 mm.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.